Manufacturer narrative:
The subject device was returned for device investigation. Based on the results of the investigation, the reported issue was not confirmed. During investigation, a communication error b30 was noted. The root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during reprocessing, the broncho videoscope, had an error code 315 (non-compatible endoscope). There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and image b30 (scope communication error) was found. Based on the results of the investigation, the customer's reported issue regarding error 315 (non-compatible endoscope) was not confirmed. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.